Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 305mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers were noted. The pump also had a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)